Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not vibrating. Customer's blood glucose value was 270mg/dl. The last couple of days where its been 300mg/dl, 250mg/dl ,275mg/dl. Customer treated with the pump. Customer also believed that his pump is not delivering basals. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify audio or vibrate anomaly and possible under delivery anomaly due to buttons not responding. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.